Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted. Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or other technological characteristics are registered within the u.s. K011375

Event description:
It was reported an issue with monosyn suture. The client reported that the needle detached from the thread in three occasions, when opening the pack. The event was found prior to use, there is no patient involvement.

Manufacturer narrative:
Analysis and results: there is one previous complaint of the same code-batch regarding this issue closed as confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received 14 closed samples to analyze this complaint. Tightness test to the samples received has been performed and the units are tight. We have tested the needle attachment strength of the samples received and one of the samples does not fulfil the minimum. The results are: 0.69 kgf in average and 0.04 kgf in minimum (european pharmacopoeia requirements: 0.23 kgf in average and 0.11 kgf in minimum). Considering a sample that does not fulfill the minimum, customer found this issue in three units and that there is one previous confirmed complaint, we consider this complaint as confirmed. Final conclusion: taking into account that the results of samples received do not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. We apologise for any inconvenience that this issue may have caused, and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.